Event description:
It was reported that an unspecified number of bd ultra fine¿ pen needles experienced an inability to deliver insulin/medication and difficult operation or not functioning/working. The following information was provided by the initial reporter: material no. 320122, batch no.unknown (reported 8360677, 8289062). Consumer reported having 5-7 pen needles from every single box that he purchases, that do not work. Stated some of the pen needles don't screw on to his insulin pen, they just turn and turn. Stated he is aware that the needle is very fine and could bend and he knows how to attach it to his pen. Stated sometimes he has pen needles that don't release any insulin during priming. Consumer reported previous complaints in (B)(4). At the end of phone call, consumer stated he did not need to speak to a supervisor anymore. Lg cat # 320122.

Manufacturer narrative:
H6: investigation summary: customer returned (11) open 4mm, 32g pen needles without the tear drop label. Customer states that the pen needles do not release any insulin during priming. All returned pen needles were examined and 10 out of 11 samples exhibited a bent non patient end of the cannula, which could prevent insulin from flowing through the cannula properly. Unable to perform DHR check due to an unknown lot number for needle clog. Bd was able to duplicate or confirm the customer¿s indicated failure (bent non patient end of the cannula). Root cause: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: the initial reporter provided two invalid lot #s of 8360677 and 8289062. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of bd ultra fine" pen needles experienced an inability to deliver insulin/medication and difficult operation or not functioning/working. The following information was provided by the initial reporter: material no. 320122 batch no. Unknown (reported 8360677, 8289062). Consumer reported having 5-7 pen needles from every single box that he purchases, that do not work. Stated some of the pen needles don't screw on to his insulin pen, they just turn and turn. Stated he is aware that the needle is very fine and could bend and he knows how to attach it to his pen. Stated sometimes he has pen needles that don't release any insulin during priming. Consumer reported previous complaints in (B)(4). At the end of phone call, consumer stated he did not need to speak to a supervisor anymore. Cat # 320122 date of event: unknown.